Event description:
The davinci hook cautery was used during a robotic nissen fundoplication with a hernia repair and cholecystectomy surgery. The scrub tech noticed a piece of the instrument fell off in the patient. The piece was retrieved by the physician and given to the nurse along with the instrument. No harm was done to the patient. The instrument was sent down with the broken piece along with the lot number and other needed information. The resource nurse was notified.